Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. Investigation was deemed as compromised. The ac charger and pacer/defib engine board were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.